Event description:
Related manufacturer reference number: 2017865-2025-12724. It was reported that the patient presented for a routine follow-up in the clinic. During device interrogation, episodes of atrial noise reversion were detected. It was noted that the implanted right atrial (ra) lead exhibited over-sensed noise, resulting in inappropriate mode switch (ams) and pacing inhibition. Additionally, the right ventricular (rv) lead showed a loss of capture. Programming changes were made, and there were no patient consequences.